Event description:
It was reported that during an ablation procedure, the patient experienced some bleeding. It was noted that the physician was using a 4.5 mm drill bit, and bleeding was noted, then the physician placed the bolt and the patient continued bleeding. The physician used a brainlab biopsy needle, then put in the cerebrospinal fluid (csf) plug into the bolt and took the patient down to the magnetic resonance imaging (MRI) then placed the robotic probe driver (rpd) and the probe. A 3d probe scan was done. From there, the ablation started with thermal data. It was noted that there were some unlikely thermal dose threshold (tdt) lines away from the probe (2 mm away from the center of the probe). The clinical specialist (cs) mentioned it looked like bleeding but the ablation continued as planned. The probe3 was then removed, and post-operative series of images were taken (t2 and gradient echo) which showed some bleeding. The patient woke up, post-operatively, and went into the intensive care unit (ICU) which is normal for this hospital. The patient also experienced some hemiparesis of the left side. On (B)(6) 2018, the physician decided to perform a craniotomy for intracranial hemorrhage. The patient's status improved post-craniotomy. There were no further patient complications reported.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.